Event description:
It was reported the patient felt their internal neurostimulator was ¿shutting off¿ randomly. It was noted the patient checked with their programmer and the device was confirmed on. It was reported the patient lost stimulation sensation randomly. It was reported the patient was re-oriented and reprogrammed. It was noted all impedances were in range.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2013: product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4)implanted: (B)(6) 2013, product type: lead. (B)(4).